Event description:
It was reported that during a low anterior resection procedure, the surgeons fired the contour in order to divide the rectum. When they later introduced the circular stapler, there were no closed staples on the distal part of the bowel. The patent got a stoma and the bowel was left open. Procedure prolonged 60 minutes.

Manufacturer narrative:
Information anticipated, but unavailable at this time.